Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor exhibited a reset during detect and treat testing and displayed a service code 107 (multiple abnormal shutdowns). The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. Ca board was replaced. The root cause for the defective u104 pxa processor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 107 (multiple abnormal shutdowns).